Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Pil visually inspected the bipap a40 and did not observe anything to note. Pil tech did take the log from the unit. Pil tech reviewed error logs and noted (18) e-45 max reboots and (0) ventilator inoperative errors in the log. The alarm log display was recorded, and it shows (18) ventilator inoperative alarms. (3) e-166 err_serial_flash_copy_state errors were recorded in the logs. The max reboots would have triggered the ventilator inoperative alarms. Error log corruption is suspected, due to ¿1970¿ as the year the errors were logged.